Event description:
Reporter alleged obtaining discrepant blood glucose of 300 mg/dl and 118 mg/dl back to back with a result of 254 mg/dl when testing was performed less than 10 minutes apart on her husband's advantage system. Reporter indicated she is not diabetic and was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. A request was made for the return of the suspect device, and replacement product was sent.